Event description:
It was reported that the ventilator generated alarms for high o2 concentration. There was no patient harm. (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the o2 and air gas module was replaced and returned for investigation. Simulated test use of the received o2 and air gas module has not reproduced the described customer issue. Between october 9, at 09:49 and october 10, at 03:31, several alarms for high o2 concentration and airway pressure alarm were generated. Pre-use check was confirmed to be successful prior to and after this ventilation period. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. High airway pressure alarms are common during patient treatment. They can be patient related and/or due to parameter and alarm limits' settings. The reported problem could not be reproduced, therefore the cause has not been established in this investigation.

Event description:
Manufacturer's ref.: 256313.